Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with failed back surgery (x3) with screws in the intradiscal space at l1-l2 and also at l5-s1 and underwent the following procedures: hardware removal l2-l5. Explore fusion which revealed that there appeared to be solidity probably between l2-l3 and l3-l4. All of the transverse processes at l2, l3, l4 and l5 have actually been fractured off and there were wide laminectomies with what looked to be plif having been done. Extend posterior spinal fusion l1-s1. L1-s1 posterior solera instrumentation with exiting cross-links. Local bone graft combined with 2 large rhbmp-2/acs and graft was used. Both iliac crest had previously been taken.